Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon. Blood in the balloon is consistent with a leak while in the anatomy. There was blood in the hub, consistent with use. The balloon was loosely folded, consistent with being inflated. After the balloon catheter was left pressurized and soaked to dissolve the blood and contrast from the balloon and the hub, a longitudinal rupture was observed in the entire working length of the balloon. There was no other damage noted to the balloon catheter. Scanning electron microscopy analysis was performed and the results indicate that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, there was no report of leaks noted during the preparation for use, suggesting that the balloon damage occurred during use, possibly due to interaction with the lesion site which was described as mildly calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and all lot release testing data met the manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported balloon rupture appears to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during angioplasty of a mildly calcified left superficial femoral artery, the foxcross balloon ruptured during the second inflation at 10 atmospheres (atm). There was no adverse patient sequela reported. Although requested, there was no additional information provided.